Event description:
During a coronary stenting procedure, the shaft of the device broke upon removal from the hoop. No additional info is available or forthcoming.

Manufacturer narrative:
A device evaluation is anticipated, however, the device has not yet been received by cordis. Additional info will be submitted within 30 days of receipt.